Event description:
It was reported that the patients' hand plate broke in half, so the surgeon revised and implanted a new plate. The surgeon did not comment as to why the plate may have broken.

Manufacturer narrative:
Summary: the reported event that hand plate broken in half could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The root cause of the reported event could not be determined as the reported device was not returned for evaluation. If any further information is provided, the investigation report will be updated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Note: the patient has overweight of 27 bmi according to the bmi calculation. Device will not be returned.